Event description:
In 2007, the lay user/ patient contacted lifescan alleging that her one touch ultra 2 meter was reading inaccurately high compared to her feelings/normal readings. The pt indicated that the reported issue started six days earlier at approximately 10 pm. The pt reported blood glucose results of "316 mg/dl, 238 mg/dl, 307 mg/dl, 295 mg/dl, and 242 mg/dl" with the lifescan meter, performed on an unspecified date. As a result of the reported issue, the pt claimed that she was taking the usual dose of diabetes medication (insulin, metformin, and glipizide). The pt claimed that she obtained a high result on the same day at 9:57 pm. She reported a result of 299 mg/dl. She alleged feeling shaky and dizzy at the time of concern and decided to stop by a fire department. A result of 67 mg/dl or 62 mg/dl was obtained on their meter. She was administered oral glucose treatment. No other tests were performed. The customer care advocate verified that the pt was using the correct testing techniques and the calibration code was set correctly. The cca confirmed that the quality control testing being performed by the pt were within specifications. Replacement products were sent. This complaint is being reported due to the following conclusion: the pt alleged she developed symptoms and blood glucose consistent with hypoglycemia, while obtaining relatively elevated results on the reported meter.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned. Lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.